Event description:
It was reported that following a laparoscopic cholecystectomy, the patient experienced post-op bleeding and went back to surgery that night. Upon investigation, the clip had fallen off. During the initial surgery, the surgeon made a few fires on the cystic artery and the deployed clips looked good. The amount of blood loss is unknown. It is unknown if the patient received a blood transfusion. It is unknown how the second case was completed. The device was disposed of.

Manufacturer narrative:
(B)(4); device was not returned for evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please explain what the "investigation" consisted of that identified the clips fell off? Where was the bleeding coming from? Was the device fired over an existing clip? Did the procedure drive the need to apply torque or twist the device? Was the device used for a cholangiogram? How many clips were fired on the patient side and specimen side? How many hours or days post op was the patient returned to the or? What has been done to address the bleeding? How much blood was lost? Did the patient require any blood products? If a reoperation was performed, what was observed? Were any clips present on the structures? Can the surgeon describe the shape of the clips? Was this an emergency or planned cholecystectomy? Did the patient have any pre-existing conditions? What is the patient's current status? Is the patient expected to have a full recovery? Patient's sex, age, and weight? How long has this surgeon been using this device? Are there any x-rays, videos, or pictures available for ethicon review? The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.